Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineers has investigated the ventilator on site, and it was found that the pressure transducer printed circuit board (pcb) was defective. The reported issue has been resolved after replacing the defective pressure transducer pcb. The replaced part has not been returned for investigation. Thus no root cause can be established.

Event description:
Manufacturer ref. #: (B)(4).